Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. Device evaluation indicated that the lead had a fractured cable at the proximal end while the lead extension had four fractured cables along the distal/connector array. The fractured cables were the root cause of the stimulation interruptions.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis revealed high impedances on several contacts of the lead. The patient underwent a revision wherein everything was explanted. Device malfunction was suspected. The patient was doing well following the procedure.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis revealed high impedances on several contacts of the lead. The patient underwent a revision wherein everything was explanted. Device malfunction was suspected. The patient was doing well following the procedure.